Manufacturer narrative:
The customer reported, the pacemaker was explanted and the leads were capped with a new single chamber system implanted on the left side.

Event description:
The customer reported this right ventricular lead exhibited non-capture, high thresholds of 3 v and low impedance of 180 ohms. In a replacement procedure leads were surgically abandoned (capped) and the pacemaker was explanted. The device was actively implanted for 13 years.